Event description:
It was reported the rigid video scope had a bent camera paddle and the inside of it was exposed toward the boot. The issue occurred during reprocessing .there was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegations was confirmed. In addition, minor cuts on light guide (lg) cable, minor stains under lg cover glass and cracked video center (vc). Based on the results of the investigation and information obtained from this complaint, the most probable cause was traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed findings/no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.